Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A perforation leading to a procedural abortion was reported where the versacross connect access solution containing the versacross connect transseptal dilator and versacross rf wire. The physician was initially unable to engage the interatrial septum with the versacross connect transseptal dilator, the device was removed and a slight curve was added. The physician was able to advance the watchman versacross sheath and versacross connect transseptal dilator to the fossa ovalis. Since a more anterior position was desired for left atrial appendage orientation, the physician adjusted the watchman versacross sheath and versacross connect transseptal dilator in a counterclockwise motion. It was confirmed on transesophageal echocardiography(tee) that the devices oriented safely towards the left atrium. When rf energy was delivered, the versacross rf wire was retracted within the versacross connect transseptal dilator preventing puncture. The physician adjusted the devices and requested for rf energy again. On tee, it was confirmed that the versacross rf wire advanced into the aorta. The versacross rf wire was removed from the aorta into the dilator and withdrawn. Blood coagulation was observed in the location where the versacross rf wire perforated the aorta. The patient was monitored via tee, both blood pressure and heart rate remained stable. The patient was extubated and brought to the cardiovascular intensive care unit (cvicu) for overnight observation as well as CT imaging. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for versacross connect transseptal dilator that is included in the versacross connect access solution . A separate problem report has been submitted for the versacross rf wire that is included in the versacross connect access solution with the report number 3019751610-2022-00061.